Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a review of this cardiac resynchronization therapy pacemaker (crt-p) identified far field r wave oversensing, with concerns raised regarding possible intermittent loss of left ventricular (lv) capture and shortened atrial paced to left ventricular paced intervals at episode onset. Technical services (ts) reviewed the available data and indicated that the observed rhythm behavior may be associated with device timing and sensing interactions occurring during the right atrial automatic threshold (raat) test. It was noted that these interactions may result in altered pacing sequences, far field oversensing, and intermittent pacing inhibition. Ts assessment also indicated that lv capture appeared to be appropriate based on the available data. Programming optimization, including adjustment of atrial blanking periods, was suggested to reduce far field oversensing. In addition, this crt-p recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) data analysis identified potential high impedance within the battery. Ts recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. As of this time, this crt-p remains in service. No additional adverse patient effects were reported.